Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer states that one patient generated an axsym htsh assay result of 0.01 uiu/ml. The patient's physician questioned this result and had the patient come in for another draw five days later. This second sample generated an axsym htsh assay result of 6.14 uiu/ml. The physician believes this second result is correct. The customer then retested both samples and generated results similar to each samples initial results. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Correction to lot#: 76427q100. The complaint tracking and trending database was reviewed for similar issues. No issues related to the current complaint were identified that would indicate that there is a product deficiency. Axsym ultrasensitive htsh ii reagent package insert (commodity (B)(4)) contains sufficient information to address this present customer issue. Based on the results of this investigation, the axsym ultrasensitive htsh ii assay, list 7b39-20, lot 76427q100 is performing as intended and no additional product issues or malfunctions were identified. No further investigation is required. This is a final report.